Manufacturer narrative:
A 810mm proximal segment of the lead was received at boston scientific's post market quality assurance laboratory. Set screw marks were identified on the terminal pin, however, no discernible set screw marks were identified on the ring. The polyurethane tubing was indented (approximately 490 and 498 mm from the terminal pin), and appeared to be the suture sleeve tie-down site. The conductor coils were fractured (approximately 506mm from the terminal pin) and the lead's polyurethane appeared to have a sharp bend/crease at this same location (506mm from the terminal pin). The clinical observation was confirmed by laboratory analysis. The fracture site was located at the distal end of the suture sleeve tie-down area.

Event description:
Boston scientific received additional information that this lead was enroute for laboratory testing. The local representative noted that some induced damage occurred at the time of the explant procedure. The physician suspects that a conductor fracture may have occurred under or near the suture sleeve.

Manufacturer narrative:
At this time, the product has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed pacing impedance measurements greater than 2,000 ohms on daily measurements. During the lead revision procedure, the pacing system analyzer (psa) would not display impedance measurements. The lv lead was ultimately explanted and replaced. No adverse patient effects were reported during the procedure.